Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system received 16 shocks. The patient advocate indicate that the patient lost consciousness, fainted, and experienced seizure-like symptoms where his eyes rolled down and he fell a few times. The patient was discharged from the hospital on may 3rd. The patient still reported feeling tired with some weakness in the legs, but his strength was improving. The patient planned to follow up with his health care professional (hcp). This crt-d remains in service. No additional adverse patient effects were reported.